Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: thermal event. Probable root cause: light source power output. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source got hot and caused a mark on the drape.

Event description:
It was reported that the light source got hot and caused a mark on the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.